Event description:
It was reported that, during patient use, a ventilator stopped cycling. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the customer reported malfunction. The cse reseated the tubing from the inspiratory module printed circuit board (pcb) to the gas output port. This resolved the reported issue. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.